Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's ins was in overdischarge due to the patient not recharging it for three weeks and it went dead. The rep attempted to communicate with the battery would it was unsuccessful. The rep did a trickle charge and it was successful. The overdischarge was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain. It was reported that the patient could not get either one of her devices to link up with her implant. Patient tried her patient programmer (pp) during the call and reported poor communication with and without the antenna. Patient stated she turned stimulation off 2 months ago but since then successfully recharged twice because she did not want her ins to go dead. No further complications were reported/anticipated.